Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery does not power monitor) was confirmed. As received, the battery would not power on a test monitor. Upon evaluation, the output voltage was 1.36v. The cause of the inability to power a monitor is the lack of output voltage. The root cause of the lack of output voltage cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.